Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 12/31/2014 for investigation. Investigation results as follows: visual inspection of the returned platform showed no physical damages to the platform. A review of the autopulse platform's archive data was performed and showed that no sessions occurred on the reported event date of (B)(6) 2014. However, the archive data showed that multiple ua 42 (force overload tripped) faults occurred on (B)(6) 2014. The ua 42 faults found during review of the archive data are not related to the reported complaint. Functional testing was performed and the reported complaint that the autopulse platform stopped functioning after blood got into the device was not reproduced. Further investigation found that traces of blood/fluid entered the vents of the autopulse and corroded the top cover's metal layer. However, this corrosion did not affect the platform's functionality. Investigation also found a defective pca board; however, this was not related to the reported complaint. The platform passed functional testing. Based on the initial investigation, the part identified for replacement was the pca board. In summary, the customer's report that blood got into the device was confirmed during functional testing. However, the reported complaint that the autopulse platform stopped functioning was not confirmed. The blood that entered the platform did not affect the platform's functionality. The ua 42 fault observed in the autopulse archive is unrelated to the reported complaint. The fault was found to be due to the defective processor pca board, which was replaced.

Event description:
It was reported that during a resuscitation on a patient who had an external hemorrhage, the autopulse platform stopped functioning after blood got into the device. No adverse patient sequelae was reported. No further information was provided.